Event description:
Device malfunction: stent fracture/separation. Time of malfunction: 5 months post-procedure. Symptoms/ae: occlusion/neurological/medical and surgical intervention/stenosis. It was reported that approximately five months post common carotid artery xact stenting procedure, ultrasound revealed velocity changes. Narrowing of the vessel was suspected. Angiography was performed revealing that the distal 1/3 portion of the stent was completely fractured and separated. The fractured area was completely occluded. A non-abbott stent was deployed within the occlusion and the fractured stent. Post procedure same day, the patient became symptomatic with right sided facial and hand numbness. Surgery was performed to remove the xact, a previously placed rx acculink, and icast stents from the common carotid artery. Endarterectomy was performed and an unspecified patch was placed in the artery. Upon removal of the xact stent, there was a "calcium ring around the fractured portion of the stent". Physician opinion was that the fracture was due to the patient's "grotesquely abnormal anatomy" and heavy calcium. The rx acculink displayed no abnormalities. The patient remained hospitalized; however, the neurological symptoms resolved. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.